Event description:
It was reported that undersensing was noticed on a patients right ventricular (rv) lead. The lead remains in use and no patient comp lications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model: 5076-45 lead; implant: 2013-(B)(6).